Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, the leveen needle electrode was used with a metal echo attachment to ablate a (s4) liver tumor. However, after advancing the electrode a number of times, the insulation peeled. The procedure was completed with another leveen needle electrode. No insulation fragments detached into the patient. Reportedly, the user experienced difficulty advancing the electrode to the target site due to the close proximity of the lung boundary. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual evaluation found that the device returned with the insulation damaged approximately 4cm from the distal tip, which left the needle cannula exposed. Functionally, the array was able to be extended and retracted without issue. The condition of the returned incident device was consistent with the complaint that the device insulation was damaged. The user revealed that a metal needle guide was used with the electrode. The leveen needle electrode directions for use (dfu) document cautions the user "that needle guides may have sharp edges that can cause damage to or removal of portions of the insulation on the electrode. Do not bend the electrode while in the needle guide. When moving the electrode or making other placement adjustments, ensure that needle guide edges do not scrape or otherwise damage the insulation." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, the leveen needle electrode was used with a metal echo attachment to ablate a (s4) liver tumor. However, after advancing the electrode a number of times, the insulation peeled. The procedure was completed with another leveen needle electrode. No insulation fragments detached into the patient. Reportedly, the user experienced difficulty advancing the electrode to the target site due to the close proximity of the lung boundary. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.